Manufacturer narrative:
Based on the available information in the file, there is no documentation or indication that the liberty cycler caused the patient¿s multi-organism septic peritonitis. Per documentation in the patient¿s discharge summary the patient¿s peritonitis event was related to the patient¿s pd catheter. The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records obtained from an unrelated customer experience indicated that on (B)(6) 2017, this patient (pt.) With end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) presented to the emergency room (ER) with abdominal pain and poor flow from the pd catheter (not a fresenius product). The patient was admitted to the hospital for ventral hernia and multi-organism septic peritonitis which was attributed to the patient¿s pd catheter. The patient was initiated on intravenous (IV) amikacin (unknown dose, and frequency) and switched to hemodialysis (hd) therapy while hospitalized. In the patient¿s discharge summary it was recorded the patient¿s pd catheter was removed (date unknown). However, there is a noted discrepancy as the pd nurse made note (in medical records received) the patient¿s pd catheter was not removed. On (B)(6) 2017, the patient was discharged home continuing outpatient hd therapy and ongoing antibiotic therapy with vancomycin 750 milligrams (mg) 3 times per week during hd (mwf) and ceftazidime 1 gram (g) 3 times per week during hd (mwf) for 2 weeks. The patient has since returned to pd therapy (on an unknown date).